Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that refrigerator was no longer communicating with main station. A field service engineer powered down and reseated ethernet cables and restored power. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system refrigerator was not opening. A nurse noted that this problem occurred while attempting to access certain medications. The customer stated that the nurse was able to obtain the required medication from an alternative station, but this resulted in a delay. There were no adverse events or injuries reported based on this incident.